Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump and cylinders of this inflatable penile prosthesis (ipp) were broken and shredded, a fluid loss in the device was reported. The pump and cylinders were explanted and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.